Manufacturer narrative:
(B)(4). Batch # t5ex9x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a whipple procedure, it was found the staples were unformed after the firing. The staples were more malformed at the distal end of the cartridge. The device was used on the gastric body. The surgeon cut and sutured it with the replacement. There was no problem for the patient since the 2nd firing was completed. There were no adverse consequences to the patient. The surgeon said the usability of the device was usual. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/27/2020. Device analysis: the analysis results found that the tcr10 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.